Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line). The home patient (hp) stated that he disconnected during their fill and then they reconnected themselves. The hp stated that he also noticed that one of the connections on one of his bags was loose. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: when he connected the bag he did not tighten it and that is what caused the alarm. The patient was doing fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.